Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 09-may-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated he is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high blood glucose test results using replacement product (reference internal report number (B)(4)). Customer did not disclose any results of concern. The customer feels well and did not report any symptoms. The customer stated he had contacted his doctor on 04/19/2022 due to the high blood glucose test results obtained using the true metrix meter. Customer stated that this doctor advised the high results are due to a foot infection the customer is currently being treated for. Customer did not provide any further information. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/23/2023. Product storage location and open vial date were not disclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 16-jun-2022: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.